Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead had triggered a lead safety switch due to high impedances measurements measuring greater than 3,000 ohms. Additionally, there were stored signal artifact monitor (sam) episodes with noise and oversensing which resulted in the minute ventilation (mv) feature being disabled. Technical services discussed possible causes. At this time, the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead had triggered a lead safety switch due to high impedances measurements measuring greater than 3,000 ohms. Additionally, there were stored signal artifact monitor (sam) episodes with noise and oversensing which resulted in the minute ventilation (mv) feature being disabled. Technical services discussed possible causes. At this time, the device and lead remain in service. No adverse patient effects were reported.